Event description:
It was reported that this right atrial (ra) lead exhibited out of range pace impedance measurements greater than 3000 ohms resulting in a lead safety switch (lss). Following the lss the ra impedance measurements were stable in the 400 ohm range and in unipolar pacing. Technical services (ts) also noted that a signal artifact monitor (sam) event previously occurred with real minute ventilation (mv) chop on the ra channel as well as muscle noise on atrial tachy responses (atr). Ts recommended troubleshooting options to for the pace impedance measurements as well as programming adjustments. This ra lead remains in service. No adverse patient effects were reported. Additional information was received that this patient was evaluated and diagnostics were performed. The cause of the reported events was not determined; however, a conductor fracture was suspected. The patient plans to undergo an extraction procedure. This ra lead remains in service. No adverse patient effects were reported. This lead was not returned for analysis. The product investigation determined that the "cause not established" investigation conclusion code was selected based on product record and available information reviews. Additional information was received that this ra lead was explanted and replaced with a leadless pacemaker. This lead has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that this ra lead was damaged. This lead has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited out of range pace impedance measurements greater than 3000 ohms resulting in a lead safety switch (lss). Following the lss the ra impedance measurements were stable in the 400 ohm range and in unipolar pacing. Technical services (ts) also noted that a signal artifact monitor (sam) event previously occurred with real minute ventilation (mv) chop on the ra channel as well as muscle noise on atrial tachy responses (atr). Ts recommended troubleshooting options to for the pace impedance measurements as well as programming adjustments. This ra lead remains in service. No adverse patient effects were reported. Additional information was received that this patient was evaluated and diagnostics were performed. The cause of the reported events was not determined; however a conductor fracture was suspected. The patient plans to undergo an extraction procedure. This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited out of range pace impedance measurements greater than 3000 ohms resulting in a lead safety switch (lss). Following the lss the ra impedance measurements were stable in the 400 ohm range and in unipolar pacing. Technical services (ts) also noted that a signal artifact monitor (sam) event previously occurred with real minute ventilation (mv) chop on the ra channel as well as muscle noise on atrial tachy responses (atr). Ts recommended troubleshooting options to for the pace impedance measurements as well as programming adjustments. This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited out of range pace impedance measurements greater than 3000 ohms resulting in a lead safety switch (lss). Following the lss the ra impedance measurements were stable in the 400 ohm range and in unipolar pacing. Technical services (ts) also noted that a signal artifact monitor (sam) event previously occurred with real minute ventilation (mv) chop on the ra channel as well as muscle noise on atrial tachy responses (atr). Ts recommended troubleshooting options to for the pace impedance measurements as well as programming adjustments. This ra lead remains in service. No adverse patient effects were reported. Additional information was received that this patient was evaluated and diagnostics were performed. The cause of the reported events was not determined; however, a conductor fracture was suspected. The patient plans to undergo an extraction procedure. This ra lead remains in service. No adverse patient effects were reported. This lead was not returned for analysis. The product investigation determined that the "cause not established" investigation conclusion code was selected based on product record and available information reviews. Additional information was received that this ra lead was explanted. This lead has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.